Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as patient made a mistake and used unsterile gloves while doing exchange. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with meropenem injection (1 gram, frequency and route not reported) and vancomycin injection ip (1 gram, frequency not reported) for peritonitis. At the time of this report, the outcome of the peritonitis event was unknown. Pd therapy was ongoing. No additional information is available.